Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material in the air/water channel and tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material in the air/water cylinder and air/water channel were confirmed. Based on the results of the investigation, the type of material and root cause could not be identified. It was presumed that since water tightness was lost due to a cut on switch 3, as a result, the reprocessing was not conducted efficiently causing the foreign material to remain. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.